Event description:
The field engineer reported that three quarters of the upper side of the patients image was covered with an image of another patient. The patient's name had not been changed, but there was a loss of portions of the patients data. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk sata cable was replaced. The system was then found to be operating as intended.